Event description:
It was reported that the patient underwent a posterior lateral fusion at l4-s1. It was reported that the tip of the driver broke off during placement of the set screw. The tip was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product was returned. Visual analysis reveals that the driver has small sections ¿1mm in length missing from the tip. The corners of the hex edges are rounded. Microscopic examination reveals an uneven brittle fracture. The damage appears to be to the outer shaft the hardness appear to be made to print specification. The above observations are consistent with torsional overload.